Event description:
It was reported that subsequent to a coronary stenting treatment procedure, patient experienced myocardial infarction. The target lesion was located in the obtuse marginal artery. A promus element drug-eluting stent was implanted on (B)(6) 2011. A year after, the patient had myocardial infarction due to in-stent restenosis. It was treated with a placement of a non-bsc stent. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).